Event description:
It was reported that the ilet user experienced low glucose episodes after meals, and the endocrinologist recommended a factory reset. Review of reports indicated that the user intermittently missed meal announcements, and the agent documented blood glucose details, provided education on meal announcements, and guided the user through a factory reset, after which the user completed ilet setup. Symptoms included hypoglycemia with a nadir of 39 mg/dl accompanied by hot flashes/flushes and shaking/tremors. Outcomes included minor injury of hypoglycemia treated with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to missed meal announcements, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.